Event description:
It was reported that the customer passed away. It was stated that he was found unresponsive due to hypoglycemia, and he was wearing the sensor. It was stated that the device had been beeping and he was low for hours according to the insulin pump download. He was apparently in the hospital on life support for approximately six weeks prior to this death. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.